Event description:
It was reported that t:slim x2 pump battery would not charge even though charging cable, wall adapter, and wall outlet were confirmed to be working and a power source alert appeared in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes using original charging supplies, pump began charging normally, and no further assistance was required.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.